Manufacturer narrative:
A ge representative evaluated the system and reloaded system software and calibration files. System operates as intended.

Event description:
Customer reported the system displayed a data file corruption error message and would not complete boot up. No patient injury was reported.